Event description:
Information was received indicating that during pre-test of a smiths medical cadd solis vip pump, the pump failed volume test, over infused to 21.6. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email on (B)(6)2021: pumps were not used on patients and failures occurred while doing preventative maintenance testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Expulsor was out of mechanical specs. Device was over delivering. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.